Manufacturer narrative:
Patient weight: unknown/no information. Ethnicity: unknown/no information. Race: unknown/no information. If explanted, give date: not applicable, as the device was not explanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was implanted a tear in the shape of a half moon was identified on the edge of the lens. The doctor decided to continue with the implant because he believed the lens defect would not affect the outcome. Reportedly, the patient¿s daily activities are not significantly affected. The incision was not enlarged, no suture, no vitrectomy and no medication was prescribed. The post-operative patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that in section "g2", the box for "foreign" should have been selected which inadvertently was not; therefore, the information has been corrected in this supplemental MDR report and the following field was updated accordingly: section g2: report source added: foreign. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.